Manufacturer narrative:
The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbities. There are patient and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator that the patient started feeling weak, nauseated, and vomiting on (B)(6) 2016. The patient was sent to the emergency room on (B)(6) 2016 by oncall vad coordinator. At the hospital, hgb 5.8; bp 94/62; given a liter of fluid and 1 unit prbcs. The patient vomited without blood; hgb 6.0 & hct 18.2; inr 4.71; protonix started IV; vitamin k given; coumadin held; 3 units prbcs given. Stool + for blood on (B)(6) 2016; 4 prbcs given; inr up to 5.5 today - prothrombin complex given IV; chest and abdomen CT -. On (B)(6) 2016, 3 units prbcs given; egd/enteroscopy done which showed small hiatal hernia, mild gastritis, and normal duod/jej. On (B)(6) 2016, colon scope was done and showed 3-4 cm polyp removed; 1 cm cecal avm - argon plasma coagulation done; diverticulosis; internal hemorrhoids; modicum of blood in cecum mixed with stool but no active bleeding; hgb 9.1 & hct 27.0 after c-scope; 2 units prbcs given. Discharged on (B)(6) 2016 once inr therapeutic.